Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine in-clinic check where lead noise was discerned on the patient¿s right ventricular apical lead. The noise was reproducible with left arm movements. Programming changes were discussed. No further information was available.

Event description:
New information noted the patient appeared in clinic and programming changes were made. The patient was in stable condition.